Event description:
The customer reported experiencing low blood glucose. Troubleshooting was performed. The customer stated that she has been treating her blood glucose. Ran a displacement test and the insulin pump passed the test. Advised the customer to discontinue use of the device. The customer stated that she will go to the emergency room. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.